Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient had an impact to the implanted side. His right ear was blue from the impact and he lost access to sound with the device.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had an impact to the implanted side. His right ear was blue from the impact and he lost access to sound with the device. The patient was re-implanted.